Event description:
It was reported that during a percutaneous coronary intervention procedure, a tip detachment occurred. Two target lesions were identified, one in the left circumflex artery (cx) and one in the diagonal artery (dx). Another manufacturer's guide wire was advanced to the lesion cx and a 3.0 x 20mm apex balloon catheter was used for predilation. A 3.5 x 28mm ion stent was implanted in the cx. The same 3.0 x 20 apex balloon catheter was used to dilate the stented cx. The 185cm j-tip pt2 guide wire was positioned in the dx. The 3.0 x 20mm apex balloon catheter was once again used to predilate the lesion. A 3.5 x 24mm ion stent was deployed in the ostial dx and a 3.5x8mm quantum apex balloon was used for post dilation. A 2.75 x 38mm ion stent was advanced through the proximal stent and was deployed in dx. The 2.75 x 38mm stent was post-dilated with a 3.0 x 15 nc quantum apex balloon. The 185cm j-tip pt2 guide wire was then removed and then maneuvered to the cx in which it broke at the distal tip. Approximately 15mm of the tip was broken. The tip was sitting in the left main artery so the physician tried to capture the tip with a balloon and pull it into the guide catheter but was unsuccessful. A 1.5 x 8 apex balloon catheter was then used to push the wire tip down the artery to a very small little branch where the wire tip was left. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a tip detachment occurred. Two target lesions were identified, one in the left circumflex artery (cx) and one in the diagonal artery (dx). Another manufacturer's guide wire was advanced to the lesion cx and a 3.0 x 20mm apex balloon catheter was used for predilation. A 3.5 x 28mm ion stent was implanted in the cx. The same 3.0 x 20 apex balloon catheter was used to dilate the stented cx. The 185cm j-tip pt2 guide wire was positioned in the dx. The 3.0 x 20mm apex balloon catheter was once again used to predilate the lesion. A 3.5 x 24mm ion stent was deployed in the ostial dx and a 3.5x8mm quantum apex balloon was used for post dilation. A 2.75 x 38mm ion stent was advanced through the proximal stent and was deployed in dx. The 2.75 x 38mm stent was post-dilated with a 3.0 x 15 nc quantum apex balloon. The 185cm j-tip pt2 guide wire was then removed and then maneuvered to the cx in which it broke at the distal tip. Approximately 15mm of the tip was broken. The tip was sitting in the left main artery so the physician tried to capture the tip with a balloon and pull it into the guide catheter but was unsuccessful. A 1.5 x 8 apex balloon catheter was then used to push the wire tip down the artery to a very small little branch where the wire tip was left. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed and the device presented a fracture located at 182.6cm from the distal end. All outer diameter measurements were within specifications. Mtac analysis revealed that the fracture occurred due to tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).